Manufacturer narrative:
An event of low blood pressure/hypotension, bradycardia, and myocardial infarction were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, when the delivery sheath was in the left atrium, the patient had an st-elevation myocardial infarction (stemi). The procedure was aborted with no device implanted. The implanter stated that the myocardial infarction can be traced back to a situation of discrepancy between the demand and supply of oxygen in the heart muscle which is caused by a condition of severe anemia and hypotension. The patient had chronic coronary disease, previous surgical and percutaneous revascularization. In addition, during the procedure, the patient had a severe vagal reaction associated with severe hypotension and st segment elevation in inferolateral leads presumably due to a vasospasm. The implanter indicated that there was no correlation between the laao procedure and the adverse event that occurred. Based on the information received, the cause of the reported incident appears to be related to patient's anatomy and procedural conditions.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer amulet delivery sheath was chosen for the procedure. When the delivery sheath was in the left atrium, the patient had an st-elevation myocardial infarction (stemi). The procedure was aborted with no device implanted. The implanter indicated that there was no correlation between the laao procedure and the adverse event that occurred.